Event description:
It was reported that no alert/notification occurred. Date of event is an approximation. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. On (B)(6) 2024, the patient's son attempted to wake up the patient around 2 am due to the mobile device alerting of the low. However, the patient did not hear the mobile device due to the patient being asleep. The son reportedly heard the alarm; however, she would not wake up. The blood glucose (bg)was not checked. The estimated glucose value was not documented. No treatment was given. The son deleted the app in an attempt to stop the alarms. The son called the emergency service line 911 around 3 am, emergency medical service (emt) arrived, and the bg checked by emt which showed 34-46 mg/dl. The hypoglycemia was treated with oral glucose. After treatment, the bg was 70 mg/dl and the patient woke with burning and headache. The patient declined further evaluation in the emergency department, and she ate. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined as data did not reflect the full investigation window. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H6 codes: type of investigation - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.